Event description:
It was reported that the patient still felt stimulation even though their implantable neurostimulator (ins) was off over the past week. Specifically, the patient stated that they were replacing a faucet and leaned on the ins site but was unsure if they did something to the device implant. It was noted that the patient wasn¿t having stimulation before (was low enough at first where they did not notice it) but felt like a constant pulse now. The patient now felt tingling around the genitals/pelvic region over the past week. The patient was unsure if this was from the ¿machine¿. The patient was instructed to turn down the 2 programs on their ins to 0 volts and turned off until the device could be checked. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v235237, implanted: 2009 (B)(6); product type lead. (B)(4).